Event description:
Caller reported malfunction on pump, with no notable events occurring prior. It was unknown if this affected customer's blood glucose level adversely. Technical support decided to replace the pump, confirming warranty and advising caller to switch to an alternate insulin delivery method in the meantime. Caller would receive a replacement pump with updated software and was provided instructions for returning the faulty device.